Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/15/2017 with the following findings: during investigation, there were frequent low battery warnings observed. A short battery life was observed in the pump history. The pump¿s electrical current draws were tested within specification. Unrelated to the original complaint, the pump case was found to be cracked and when the pump was opened, there was moisture damage found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.